Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (monitor delivers monophasic pulse) was confirmed. Upon investigation the monitor did not pass incoming testing. The cause was isolated to a defective q2 component on the computer/analog pca board, causing the monitor to not deliver a pulse. The root cause of the defective q2 capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.